Event description:
Unable to contact the reporter/layperson or patient, this senior medical affairs specialist has sent the patient a letter and reviewed the customer care advocate's (cca's) documentation. Reportedly, the patient's one touch ultra meter displayed the battery indicator in 2008. The reporter (patient's daughter) believes that the patient had not changed the battery per the owner's manual. During troubleshooting with the cca, the reporter successfully performed a blood glucose test on herself. The patient's nephew found her at 6:30a.m (reporter does not recall the date) in her bedroom the aforementioned weeks, presumably unconscious. The reporter called the emt. They tested the patient upon arrival, result ''13". When she reportedly did not respond to IV glucose, the patient was transported to hospital where she was treated until she responded. According to the reporter, the patient's blood glucose will plummet rapidly. The reporter stated, "if it is 200 in the morning, then I know she is in trouble (the blood glucose will begin to fall)." The patient tries to keep her blood glucose at the 250 to 300 mg/dl level. The patient's sliding scale insulin was not provided. It is unclear if the patient had not been testing due to the battery indicator or was also using reporter's meter. It is unknown if the patient had tested the night before on her meter or on any meter, or attempted to test in the morning. Although the product did not malfunction, the complaint is reported since the patient allegedly had experienced the battery indicator prompt and later was treated and hospitalized for severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.